Event description:
It was reported that prior to an unk procedure, the pins were bent on the electrical connector and could not be attached to the device. Another like device was used to complete the procedure. There was no pt consequence.